Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the leads that were placed to address facial pain was causing the patient discomfort in the arm. It was believed that the leads were implanted in the wrong location and the physician believed the leads needed to be repositioned. The patient underwent a lead revision. No device malfunction was suspected. The patient was reportedly doing well postoperatively.